Manufacturer narrative:
(B)(4). (B)(6) clinical trial. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation on december 6, 2016 that a captivator endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was low-grade dysplasia (lgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On the same day, the patient underwent an endoscopic mucosal resection (emr) procedure. The location was located 25 cm from the dental arch at 10 o'clock. The estimated diameter of the lesion was 80 mm with a maximum circumferential extent of 70%. The lesion appeared protruded, sessile (0-is) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Three (3) resections were performed an endoscopic imaging immediately afterwards. Lesion was not successfully resected in a single procedure and no other devices were used to complete the resection. All resection specimens were retrieved for histopathological examination with a retrieval net. During the emr procedure, the patient had acute perforation which was considered serious and severe but was not related to the captivator emr device; however, it was related to the emr procedure. Hemostatic clipping was performed via endoscopy; the patient was hospitalized and received antibiotics. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved.

Manufacturer narrative:
Additional information received (B)(6) 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was low-grade dysplasia (lgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On the same day, the patient underwent an endoscopic mucosal resection (emr) procedure. The location was located 25 cm from the dental arch at 10 o'clock. The estimated diameter of the lesion was 80 mm with a maximum circumferential extent of 70%. The lesion appeared protruded, sessile (0-is) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Three (3) resections were performed an endoscopic imaging immediately afterwards. Lesion was not successfully resected in a single procedure and no other devices were used to complete the resection. All resection specimens were retrieved for histopathological examination with a retrieval net. During the emr procedure, the patient had acute perforation which was considered serious but was not related to the captivator¿ emr device; however, it was related to the emr procedure. Hemostatic clipping was performed via endoscopy; the patient was hospitalized and received antibiotics. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved. Additional information received on (B)(6) 2017. The clinical site clarified that the patient¿s perforation was an esophageal perforation with moderate severity and was treated with amoxicillin and paracetamol. On (B)(6), 2016, the patient was discharged from the hospital and the perforation had resolved. Additional information received on (B)(6) 2017. The captivator emr pathology kit was not used for histological processing, pinning was used instead. Three specimens were retrieved and histology showed cancer. Infiltration depth was t1sm1 and radicality of deep resection margins was r0. There was tumor differentiation was well (g1) and lymphovascular invasion was not present. On (B)(6) 2016, a CT of the esophagus with contrast was performed and it showed no evidence of contrast leakage. On (B)(6) 2016, it was reported that the event was resolved.

Manufacturer narrative:
Additional information received february 17, 2017.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2016 as part of the (B)(6) clinical trial. On (B)(6) 2016, the patient was confirmed of having a barrett's esophagus with visible abnormality. The indication for the endoscopic mucosal resection (emr) procedure was low-grade dysplasia (lgd) in focal lesion. The patient required discontinuation of anticoagulant therapy. On the same day, the patient underwent an endoscopic mucosal resection (emr) procedure. The location was located 25 cm from the dental arch at 10 o'clock. The estimated diameter of the lesion was 80 mm with a maximum circumferential extent of 70%. The lesion appeared protruded, sessile (0-is) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Three (3) resections were performed an endoscopic imaging immediately afterwards. Lesion was not successfully resected in a single procedure and no other devices were used to complete the resection. All resection specimens were retrieved for histopathological examination with a retrieval net. During the emr procedure, the patient had acute perforation which was considered serious but was not related to the captivator¿ emr device; however, it was related to the emr procedure. Hemostatic clipping was performed via endoscopy; the patient was hospitalized and received antibiotics. On (B)(6) 2016, the patient was discharged from the hospital. The outcome of the event was reported to be resolved. Additional information received on february 17, 2017. The clinical site clarified that the patient¿s perforation was an esophageal perforation with moderate severity and was treated with amoxicillin and paracetamol. On (B)(6) 2016, the patient was discharged from the hospital and the perforation had resolved.